Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
Surgeon reports via our marketing manager the following: due to an aseptic loosening of the joint and luxation the hip was revised. The surgeons tested the bearing after explantation. The head could be moved in the insert only when much exertion was applied.